Event description:
It was reported that the delivery shaft was fractured. The target lesion area was located in a severely calcified mid section of the left anterior descending artery. A 06/2.75 flextome cutting balloon was selected for a percutaneous coronary intervention. During the procedure, it was observed that the delivery shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient was stable post procedure.

Event description:
It was reported that the delivery shaft was fractured. The target lesion area was located in a severely calcified mid section of the left anterior descending artery. A 06/2.75 flextome cutting balloon was selected for a percutaneous coronary intervention. During the procedure, it was observed that the delivery shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a flextome cb monorail 06/2.75 was returned for analysis. An examination of the returned device identified that the balloon folds were folded. All blades were present and fully bonded to the balloon surface. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified a hypotube shaft break 505mm distal to the distal end of the strain relief. Multiple hypotube kinks were also observed. No other issues were identified during the product analysis.